Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged moisture/fluid in display found on event (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked select button keypad overlay. Confirmed moisture damage pcba 1 / pcba 2 and harness assembly.

Event description:
Information received by medtronic indicated that insulin pump had water under the display. Insulin pump was exposed to moisture. There was no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.